Event description:
A malfunction alarm was reported, identified by the code "malf 0", with fault ID available and confirmed as not resettable. There was no reported adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was under warranty, and provided instructions to the customer for returning the faulty pump, including putting it into storage mode and using a pre-paid label. The customer, lacking a backup therapy, planned to consult their healthcare provider.